Event description:
On (B)(6) 2205, a patient underwent a port placement using MRI p port isp - groshong. Post the procedure, the catheter allegedly found broken and migrated to right artery. The distal part was removed by ir. The patient is recovering well.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI p port isp - groshong products that are cleared in the us. The pro code and 510 k number for the MRI p port isp - groshong products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was observed to the distal end of the attached catheter. The distal catheter segment was returned. A complete compound break was observed to the proximal end of the distal catheter segment. A split was observed to the proximal end of the distal catheter segment. Catheter wear was observed on the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. Residue was also noted throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. The edges of the split on the distal catheter segment were noted to be uneven. The-ray image depicts the device having been placed via a right jugular venous access. The catheter has fractures at its apex in the neck. The distal segment of catheter has migrated to the right atrium. Therefore, the investigation is confirmed for the reported fracture, material separation, migration issue and identified deformation due to compressive stress and naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter which can be observed near the catheter insertion point in the skin at an acute angle. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: labeling: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, g3, h6 (device, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement using MRI p port isp - groshong by internal jugular vein (ijv) technique. Post the procedure, the catheter allegedly found broken and migrated to right artery. The distal part was removed by ir. The current status of the patient was unknown.